Event description:
It was reported that the patient, a participant in the (B)(4) study, is deceased and died approximately eight months post implant of the device system. The death was classified as non-sudden cardiac death and relatedness with the system is unknown. Additional information noted that the patient died at home and no further information is available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).